Event description:
It was reported patient underwent initial left elbow arthroplasty. Subsequently, the patient was revised approximately 5 years post implantation due to pain and limited range of motion. Upon revision, it was noted that the radial head was dislocated with the locking screw free floating in the joint space. The radial head and locking screw were replaced without complication. The radial stem remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-210063 028850 explor 8x28mm impl stem w/scr. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02820.

Event description:
It was reported patient has been indicated for revision due to loosening; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays received. Review of the available medical records identified dislocation of the head after implantation of a left radial head prosthesis. Painful limitation of movement. Large effusion was noted, no sign of infection. Rom 0-10-95°. Cartilage damage noted, head found to be dislocated, locked screw dislocated mediodorsally in the joint. Screw removed, radial head replaced, radial stem left intact. No intraop complications. Post revision radiographs demonstrate a radial head replacement with anatomic alignment and no evidence of implant failure. Pre radiographs demonstrate a displaced screw overlying the level of the proximal ulna. There is no fracture. There appears to be some radiolucency reflecting interval osteolysis along the more proximal aspect of the radial implant and there is interval development of malalignment and partial disassociation of the radial implant head-stem junction. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records and x-rays received. Review of the available medical records identified dislocation of the head after implantation of a left radial head prosthesis. Painful limitation of movement. Large effusion was noted, no sign of infection. Rom 0-10-95°. Cartilage damage noted, head found to be dislocated, locked screw dislocated in the mediodorsal of the joint. Screw removed, radial head replaced, radial stem left intact. No intra-op complications. Post revision radiographs demonstrate a radial head replacement with anatomic alignment and no evidence of implant failure. Pre radiographs demonstrate a displaced screw overlying the level of the proximal ulna. There is no fracture. There appears to be some radiolucency reflecting interval osteolysis along the more proximal aspect of the radial implant and there is interval development of malalignment and partial disassociation of the radial implant head-stem junction. Visual examination of the returned product identified the screw threads have debris in them but there is not visible damage. The head has visible wear as the lot has worn off but not visible damage. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.